Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument, replaced multiple parts, and performed multiple actions to troubleshoot the issue. Failure mode of the event is likely attributed to hardware as the fse replaced multiple parts but was unable to obtain a passing high sensitivity system checks until repairs to the fluidics manifold were completed. All associated medwatch reports related to this event: 2122870-2013-00932; 2122870-2013-00933.

Event description:
The customer reported obtaining erroneously elevated access accutni (troponin I) results, both within the risk stratification range and above the acute myocardial infarction (ami) cut-off of the assay, for four (4) patients, over separate days, involving the access 2 immunoassay analyzer. The elevated accutni results were not released out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer repeated the patient samples on the original and alternate access 2 analyzers in the laboratory, and obtained lower accutni results within the normal reference range of the assay for each patient. This report references the event which occurred on (B)(6) 2013; please refer to medwatch report #2122870-2013-00933 for a report of the event which occurred on (B)(6) 2013. All system parameters including quality control (qc) results, calibrations, and system checks performed within the assay/instrument specifications prior to the event. The customer reported that all levels of qc recovered high and outside of the laboratory¿s established ranges following the erroneously elevated accutni results. The customer stated that the instrument did not generate any errors at the time of the testing.